Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, a suprarenal aortic extension, and two limb stent grafts. On (B)(6) 2015 the patient had a type 1a endoleak where a non-endologix stent and a suprarenal aortic extension was placed to resolve the leak. On (B)(6) 2016 the patient had a type 1b endoleak repaired with an additional limb extension and a type 2 endoleak that was embolized. On (B)(6) 2016 the patient had a type 1a endoleak that was repaired with an additional suprarenal aortic extension implanted. On (B)(6) 2017, the patient presented to the emergency room with abdominal pain and computed tomography (CT) showed aneurysm sac growth with no identifiable leak due to the coils in the aortic sac from a prior type 2 endoleak repair. The patient had an angiogram that confirmed an unknown endoleak. The physician elected to reline the implanted devices with an additional bifurcated stent and a suprarenal aortic extension to seal the endoleak. The subsequent endovascular repair was completed and there were no additional adverse events reported for this patient.